Manufacturer narrative:
On 13-jan-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Three days after the ablation procedure for atrial fibrillation ablation procedure with unk_smart touch unidirectional sf catheter, the patient experienced acidosis/cardiogenic shock and was placed on heart transplant list. The pvi (pulmonary vein isolation) and posterior wall isolation went well. During the procedure, the medical team was unable to get tpi calibration and were unable to visualize the varipulse catheter properly. The catheter cable was replaced with no resolution. The catheter was replaced with no resolution. The trupulse generator was rebooted, and a "no carto communication" error appeared on the trupulse system. The trupulse generator was rebooted again with no resolution. The trupulse to carto workstation ethernet cable was reseated, trupulse generator was rebooted again, and the communication issue resolved. The catheter and sheath were repositioned in the left atrium, and the tpi (tissue proximity indication) calibration was able to be completed on most of the electrodes but not all of them. The visualization issues appeared to be resolved. The case was continued with partial tpi calibration. Carto 3 system was used for the procedure. Additionally, it was reported that after pulling the sheath from the left atrium, the physician intended to do a cti (cavotricuspid isthmus) line but had a difficult time getting in contact on the cti line because the patient had a large eustachian valve. The physician was only able to get the distal end of the cti line ablated with stsf and tried to get "down to collect some more anatomy" of the right atrium. The patient had 3 pacemaker leads in the right atrium and the physician was not able to get past the leads, the eustachian valve, and the abundance of tissue on said leads. The physician was not able to push past. This "was ill-advised but the physician tried to a cti line". Then, another physician told the ep (electrophysiology) physician that they had done something similar, so the ep physician decided to continue with the procedure. After the physician was not able to go through the leads with the octaray, and they decided to go through with the ablator. It took the physician about 10 minutes to get down to the cti line before starting to burn. Prior to the physician getting down to the cti line, anesthesia had advised the ep physician that the patient's labs had come back and that they should start waking the patient up as soon as possible. The ep physician told them that it would "only take 15 more minutes" and decided to continue with the cti line. The physician was only able to get about halfway through the distal end of the cti line and the physician then tried to pull the catheter to attempt to "get to the back of the eustachian valve that had signal to it". The physician then "only ablated a couple times up there". The physician then went past the eustachian valve with the cs (coronary sinus) catheter to try and pace bilaterally because the physician could not place the cs catheter due to the cs lead. The physician didn't ever see block and at that point, about 20 after the first warning, anesthesia advised the ep physician that they needed to wake the patient up. The physician "pulled the catheters and they started to wake the patient up". The patient was acidotic. The physician¿s opinion on the cause of this adverse event was multiple factors, including procedure time and congenital defects. The intervention provided was hospitalization, placement on the donor list. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of critical care for cardiogenic shock. Other relevant history/preexisting condition was hypertrophic cardiomyopathy and pacemaker. The generator/pump used were trupulse generator and ngen pump.